Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation pf ivc. Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(4). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received a filter on (B)(6) 2012 due to pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing anxiety, worry, fear, and limited physical activity. Report from computed tomography (CT): "history: checking ivc filter status. Bard recovery filter." "Caval perforation: 1 o'clock 3.60 mm grade 2. Tilt: yes. Posterior tilt measuring 6.20 degrees. Left-sided tilt measuring 11.74 degrees. Migration: no. Pertinent negatives: none. Additional findings: none".

Manufacturer narrative:
This report corresponds to a litigation complaint for a cook celect filter. However, the CT report from (B)(6) 2021 notes a bard recovery filter. Clarification has been requested from the patient's legal counsel to determine if this particular CT report simply had a mislabeled filter manufacturer in the notes. Clarification has not been received at the time of this medwatch report submission, so the information within the report is being submitted under the complaint for the cook celect filter. A follow-up medwatch report will be submitted to report the clarification if the information in the CT report does in fact correspond to a bard filter rather than a cook celect filter. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt, anxiety, worry, fear, and physical limitations. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported tilt, anxiety, worry, fear, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.